Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems staples are delivered across (scissored). There was no consequence to the pt.